Manufacturer narrative:
The cannula on the returned device was observed to be bent/kinked. Although the damage was observed, the cause of the bent/kinked cannula could not be determined. The download data returned an 0x14 occlusion alarm. Fluid was not able to pass through the fluid path, even after clearing crystallized insulin from the soft and hard cannula components. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. Pulse width timeouts occurred but were not replicated during the 5 unit test bolus delivered from the master pdm.

Manufacturer narrative:
The device was received and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod and gave manual injections.